Event description:
It was reported that the user was pausing the ilet pump to avoid low glucose events, and was counseled not to do so to prevent maladaptation of the pump algorithm; education and troubleshooting were completed, and the user will sync data and receive training with the clinical support line. Symptoms included low blood glucose. Outcomes included no alarms and no hospitalization. Investigation included technical support review and user education focused on appropriate pump use and data synchronization. Investigation of this case revealed user-initiated pump pauses that interfered with intended automated dosing behavior, with no device alarms or hardware malfunctions observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique.